Event description:
Same case as MDR ID# 2134265-2013-03265. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire sheared off outside the patient. During rotational testing of the 1.75mm rotablator rotalink plus burr outside of the patient, the rotawire guide wire sheared off . The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).